Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod between 36 and 48 hours. The patients spouse had given the patient orange juice and candy. The patient had lost consciousness. The patients was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous sugars. The patient was discharged from the hospital after 4 days. The patients pod will not be returned as it has been discarded.